Event description:
It was reported by the customer "on (B)(6) 2022 during a full arrest crew experienced an issue with the bdio. It was the 55mm size needle to the left tibial tuberosity. The issue arose while trying to detract the needle from the bottom catheter section. The needle seemed to not detach when pulling the needle out. It did eventually detach after manipulating it."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported by the customer "on (B)(6) 2022 during a full arrest crew experienced an issue with the bdio. It was the 55mm size needle to the left tibial tuberosity. The issue arose while trying to detract the needle from the bottom catheter section. The needle seemed to not detach when pulling the needle out. It did eventually detach after manipulating it."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.